Event description:
Clinical study. Same case as 6000089-2006-01377. It was reported that 145 days after a coronary drug eluting stenting treatment procedure the patient expired. Lesion 1 was a heavily calcified bifurcated lesion located in the left main (lm). The physician treated the lesion with direct stent placement of a taxus express2 8 . 8% 3.5x8mm drug eluting stent in the lm. The lesion was post dilated with residual stenosis <30%. Lesion 2 was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 3 . 0x16mm drug eluting stent. The lesion was post dilated. There were no reported complications. The patient was discharged 7 days later on plavix. At 145 days after the initial procedure the patient expired. It is unknown if an autopsy was done and the cause of death is unknown. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.